Event description:
It was reported that during a competitive lead extraction procedure, a set screw problem was observed. The device was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. The reported field event of a set screw anomaly was confirmed in the laboratory. Silicone septum material was found in the atrial set screw hex cavity. The silicone found inside of each set screw hex cavity prevented full insertion of the torque driver into the hex cavity, which caused the field event of a set screw anomaly.